Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window. Device passed functional test including prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was received with a cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window. Device passed functional test including prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
It was reported by customer that he had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was over 600 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Device passed priming, high pressure test and insulin exited tubing. Informed customer device is functioning properly, but customer requested new insulin pump. Nothing further reported.